Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The hp attached the patient line extension after priming the patient line. As a result, the patient line was not primed properly prior to initiating the therapy. The technical service representative (tsr) explained the proper procedure and had the hp cycle the power in order to end the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient (hp) connected the patient line extension after priming. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.